Event description:
The consumer called into customer support to report her concerns about low blood glucose reads she got today. It was reported to nova biomedical that a consumer received a result of 34 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips from the same vial getting the following result of 62 mg/dl.

Manufacturer narrative:
Test strip lot# 1020214203, expiration date: 07/2016, control solution lot# 1030214093, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips.